Manufacturer narrative:
Customer did not provide contact nor lot number information.

Event description:
False negative result(s). Test shows negative results when other brands of covid tests shows positive results. MDR# mw5112150.